Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed and e237(scope error). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The endoscope was not recognized by the processor due to corrosion on plug unit, e237(scope error) occurs, and no image is displayed. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image, as the endoscope was not recognized by the processor. The issue occurred during the inspection for use. There were no reports of harm.